Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those reported by the customer were found in the meter's memory, however, not within a 10 minute timeframe.

Manufacturer narrative:
Product has been requested back for an investigation. A follow up report will be filed once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 44 mg/dl , 60 mg/dl and 132 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in the values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.